Event description:
ECMO patient circuit came apart at a manufacturer prepared connection. The specialist immediately clamped the arterial side of the circuit preventing air from entering the patient. The ECMO circuit was immediately filled with air. Connectors were added and the ECMO pump re-filled with blood while the patient was off bypass for approximately 25 minutes. She required one dose of epinephrine before the circuit was ready to connect back to the patient. The y-connector was saved but the "ty" strap that had fallen off and caused the problem fell off the area where we were fixing the problem and I did not know where it went as there was a significant amount of blood on the floor.